Event description:
On 18-oct-2024, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridge that yielded a discrepant potassium and sodium result on patient. There was no additional information at the time of this report. Method na k cl urea, crea, egfr, glu, ica, hb, hct, sample, I-stat, 112 >9, 109, 20.2, 173, 28, 9.4, 0.4, 136, ni, a, lab, 139, 4.7 ni, ni, 132, 34, ni, ni, 160, ni, b. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.

Manufacturer narrative:
Apoc incident#: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 05-mar-2025. The customers observed unexpected sodium (na), potassium (k), ionized calcium (ica), bun/urea, hemoglobin (hb), and creatinine (crea) results, as well as unexpected chloride (cl) and egfr results when testing patient samples with an unknown chem8+ cartridge lot, as compared to a lab instrument. Shipping information was not available; per the abbott product planner, a review of shipping information did not identify any lots shipped to this customer since 2022. A review of the device history record and retained and returned cartridge lot testing was not applicable as the lot number was unknown. Searches of quality system processes (quality records (qr), stability and complaints) show no indication of related performance issues identified with unexpected na, k, ica, bun/urea, hb, crea, cl, and egfr results during the timeframe of this incident. There were no stability related oos's initiated, and no systemic performance issue has been identified. No deficiency has been identified.